Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that tray battery 4 (7) was replaced and invalidate home was performed. A 2d and 3d testing performed. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that after some time with the power off, the batteries discharge. No patient present.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that the x-stage cover of the imaging system was damaged, resulting in the imaging system being unable to dock.